Manufacturer narrative:
This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as no information was provided for investigation or vigilance reporting. Reference MFR number - 1221359-2022-03258.

Event description:
The customer reported false positive results with the ID now covid-19 for multiple patients performed on (B)(6) 2022. This MFR. Report addresses patient two of two. The customer reported a false positive result with the ID now covid-19 performed on (B)(6) 2022 on a direct tested nasopharynx swab . The nasopharyngeal swab was used. Repeat testing performed at another facility generated a negative result. Confirmation testing was performed using pcr generated negative results. No additional patient information, including treatment and outcome, was provided.